Event description:
Physician attempted a colorectal anastamosis with a 29 roximate ils stapler fired appropriately, but upon testing the anastamosis air leaks were found and he oversewed the anastomsis by hand with suture.